Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. There was no known impact to the customer's blood glucose (bg) level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to avoid abrupt temperature changes to the pump and to monitor the customer's bg levels. After performing an infusion set and cartridge change, the customer successfully re-delivered the correction bolus interrupted by the occlusion alarm.